Event description:
It was reported to philips that the ac module (api1ad41-000 c0419 c 002805) for the device would intermittently lose connectivity and the ac led light would subsequently turn off. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.